Event description:
Leak in the lumen at the site where the lumen begins.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.